Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. The customer had symptoms such as stomach aches and treated with manual injection. Customer's blood glucose value was 161 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Troubleshooting was performed for power error detected and low battery alarm. The product will be returned for analysis.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked reservoir tube retainer.